Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom '(6) key is stuck' was observed during evaluation and is considered confirmed. Evaluation observed an output of the #6 key after any key is pressed due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a stuck key (6). There was no patient involvement. No additional information is available.